Event description:
A ventilator was returned to the manufacturer for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation a ventilator inoperative alarm condition indicating a machine flow drift was observed in the device's downloaded event log. The device's machine flow sensor was replaced to address the issue. Additionally, not related to the reportable issue an alarm indicating the motor controller shut down and a sensor offset occurred during calibration were observed. The device's system board and blower were replaced to address these issues. This would not affect the device's ability to deliver therapy as designed. The device was tested and passed all final testing.